Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube) and cracked case-corner of belt clip rails. In conclusion, customer concern for cosmetic damage was confirmed at the battery compartment during visual inspection when cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Battery cap damage was confirmed due to missing metal stake and missing contact dots. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) as crack on the battery compartment around the screen. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device was been returned for analysis.